Event description:
It was reported that patient had right hip revision due to pain. Surgeon converted bipolar to a total hip.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown size 0 accolade stem. Additional devices listed in this report: unknown 26mm + 0 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.